Event description:
Primary stability achieved, no osseointegration. Multiple allergies, diabetes mellitus, xerostomia, periodontal disease. Immediate implantation, infection, pain, swelling, abscess, mobility.